Event description:
A malfunction on the pump was reported by the customer following a pump update. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. The customer will use manual daily injections as a backup therapy.